Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window, scratched keypad overlay, scratched case and cracked battery tube threads.

Event description:
It was reported the customer had cosmetic damage to their insulin pump. The customer reported their insulin pump's screen was scratched. Customer also stated the scratches on their screen made it difficult for them to read the screen. The customer's blood glucose was 180 mg/dl. Customer also stated the scratches were caused by normal wear and tear on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.